Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier instrument failed, an investigation is pending to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the medium-large clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the medium-large clip applier instrument failed to clip. The medium-large clip applier would not clamp onto tissue and the jaws would not open or close properly. The medium-large clip applier instrument was replaced with another, and the new clip applier instrument worked properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received mw5115791-1 stating: "davinci medium / large clip applier malfunctioned during procedure, jaws would not open or close properly. Davinci xi medium / large clip applier would not clamp clips on to tissue and jaws would not open or close properly during surgery. The defective arm was removed and replaced with a different clip applier. After new clip applier was confirmed to be working properly, the team hooked up the new clip applier to complete procedure. No injury or harm to pt."

Event description:
Refer to h10/h11 for follow-up information.